Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted contour ureteral stent was removed from the patient approximately 2 months after the stent was implanted. According to the complainant, the stent was completely incrusted and when it was removed, the stent broke. The broken stent was replaced with a new one and procedure was completed. The patient's condition at the conclusion of the procedure was reported to be "fine." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.